Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis (pd). The peritonitis was manifested by abdominal pain, diarrhea and cloudy effluent. The break in aseptic technique was further described as touch contamination. The patient did not require hospitalization and therapy was ongoing. On the same day, the patient was treated with gentamycin (daily, dose and route of administration not reported) for peritonitis. Seventeen days later, gentamycin was discontinued. At the time of this report, the patient was recovering from the peritonitis. No additional information is available.